Event description:
Customer reported that a pt had an orthopedic procedure in 2005. 21 days later drainage was noted. Antibiotic treatment was intiated. Pt underwent surgical wound debridemont in 7/2005. Pt is reported as doing well.